Event description:
(B)(6) 2021 clinical (B)(4) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that during an office for  follow up on (B)(6) 2021 and after the device programming on   the device lack efficacy in  (B)(6) 2021 and (B)(6) 2021, patient stated that the device was no longer helping them as it should and that they were having more frequency and multiple accidents, device did initially work per emr discussion, patient option were to do catherization or change to a different type of neurostimulator by a different company. The patient did not want to do a catheters so they chose to undergo device revision. Medtronic device was removed and replaced with axonics on (B)(6) 2021.  It was stated the event was possibly related to the device or therapy and not related to the implant procedure.  It was also stated that the issue was resolved without sequelae (B)(6) 2021.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.